Event description:
Robotic instrument large suturecut needle driver tagged with "not cutting." No instrument failure form found - unknown case, unknown patient. 6 lives out of 15 remaining on instrument. Instrument to be returned to manufacturer.